Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise that was oversensed and led to pacing inhibition. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.